Manufacturer narrative:
On 07/15/2015 the (B)(4) made the following preliminary analysis: I have discussed the event with sales agent which attended the case. He provided me also the x-rays. The pt didn't have sclerotic bone. The failure of the instrument occurred at the time when no screw was implanted. It's well visible on the a-p xray that the tap is only a little bit inside the bone, approximately 2mm. Therefore the failure was most likely caused by extensive lateral bending of the device instead of torsion. The surgeon wasn't concerned about the occurrence and didn't do any attempt to remove the tap from the implant. Considering the time point of the failure as well as the amount of tap inside the bone it should have been possible to remove the entire implant and either remove the broken tap from the plate or to use a new plate. However, the surgeon decided to proceed with the placement of the other three screws in order to finalize the surgery. The location of the failed part isn't optimal due to the fact that stst is in contact with titanium. This combination of dissimilar metals potentially can cause corrosion between the two parts.

Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
On 16 september 2015 the retrieved item was inspected by (B)(4) with the following analysis: the tip of instrument 03.30.10.0013 (lot 1410927) is broken. A measurement of the tip of the instrument not broken was performed and it is approximately 6mm. If we consider possible breakage condition into the alif implant with alif flush plate, like the one use in the surgery, and the dimension of the flush plate itself, the amount of the tap inside the bone is approximately 3.4 mm. The consideration about the possible removal, mentioned in the preliminary investigation, can be confirmed. The preliminary investigation of the (B)(6) 2015 can be confirmed. The failure was caused by extensive lateral bending of the device instead of torsion. On 21 september 2015 it was prepared a final report with the information already submitted in the initial report and with the additional analysis here above. On 22 september 2015 the report was sent to the initial reporter and the case was closed.